Event description:
Caller reported potential false positive troponin (tni) upon repeat testing on the triage cardiac profiler. Edta full collection tube was collected at 0935 and sample was tested at 1000. No other analyzers were used for testing. Sample appeared normal; no clots. Devices appeared normal. Room temperature of 72 degrees. Device was at room temperature for 3 days. Correct pipettes were used. Pt medications and medical history wer not available. Pt was not admitted to the hospital.

Manufacturer narrative:
No pt samples were returned for testing. Product support previously conducted testing on lot w48990. Previous investigation for lot w48990: no high bias or false positive results were observed with any sample. No error codes or device issues were observed. Cal z was below the detectable range of 0.05 ng/ml. Cal h was within the mfg final release specifications. No elevated tni value was observed. No pt history, treatment, diagnosis, or medication list was provided. Product support could not rule out sample specific or environmental factors that may have affected analyte recovery. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.